Event description:
This unsolicited case from estonia was received on 27- jul-2017 from patient. This case involves (B)(6) years old male patient who initiated treatment with synvisc and after an unknown latency patient was disable to walk/patient wasn't able to walk. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, the patient received treatment with intra-articular synvisc injection at a dose of 2 ml (batch/ lot number, expiration date, frequency: not provided) for knee osteoarthrosis by doctor. On an unknown date, latency unknown, it was reported patient was not able to walk. Patient had to use crutches. Action taken: unknown. Corrective treatment: crutches. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number 48907. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event. Additional information was received on 08-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 31-jul-2017: this case concerns a patient who received synvisc injection for knee osteoarthrosis and was not able to walk later on. The causal role of the drug cannot be denied completely due, however, lack of information regarding drug to event onset date, cause of event and concomitant medications and concurrent condition makes the complete case assessment difficult.

Event description:
This unsolicited case from estonia was received on (B)(6) 2017 from patient. This case involves (B)(6) male patient who initiated treatment with synvisc and after an unknown latency patient was disable to walk/patient wasn't able to walk. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, the patient received treatment with intra-articular synvisc injection at a dose of 2 ml (batch/ lot number, expiration date, frequency: not provided) for knee osteoarthrosis by doctor. On an unknown date, latency unknown, it was reported patient was not able to walk. Patient had to use crutches. Action taken: unknown. Corrective treatment: crutches. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who received synvisc injection for knee. Osteoarthrosis and was not able to walk later on. Exact temporal relationship between the drug and the event cannot be established as event onset and product usage dates are not available and therefore causal role of product cannot be excluded completely. Moreover, lack of information regarding cause of event and concomitant medication makes the complete case assessment difficult.